Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the moderately calcified proximal right coronary artery. The lesion was predilated using a 2.5x12 unspecified balloon catheter. Then a 4.00mm x 12mm promus premier¿ stent was advanced to the lesion however resistance was encountered at several attempts. The device was removed in order to perform further predilation but the stent came off the delivery system balloon. The detached stent remained on the unspecified guide wire. The entire system was removed from the patient without incident. The lesion was recrossed and a non bsc device was used to perform atherectomy. Additional predilation was done with an unspecified balloon catheter and the procedure was completed using another of the same device. No patient complications were reported.